Event description:
In 2009, the patient reported that the infusion device is noisy during operation, and she feels the device is delivering insulin erratically. She stated that noisy operation began a couple of months ago, while the infusion device is in the run mode. She stated that yesterday she could hear and feel the infusion device deliver insulin more frequently than every 3 minutes. She stated that she experienced low blood glucose of 5 mmol/l (90 mg/dl) as a result. Her normal blood glucose level is 8 mmol/l (144 mg/dl). She stated that the piston rod of the infusion device has not become stuck during retraction or extension, and no error messages have been displayed. The patient stated that she is using a lithium battery in the infusion device and she was advised to use alkaline batteries. The patient was not willing to discuss the proper battery type, and she was referred to the user's manual. She stated that she does not attach the adapter and infusion tubing to the insulin cartridge prior to insertion into the infusion device, and she was educated on the proper procedure. She stated that she has never noticed condensation in the cartridge compartment but there may be dirt or discoloration near the piston rod. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.